Event description:
It was reported that the incorrect volume was being delivered. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun internal report number: (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Additional information: d4 device information. H4 device manufacturer date. General information: complaint: (B)(4). Information to the sample: model: perfusor space, article number: (B)(4), serial number/batch: (B)(6), software version: 688n030005, operating hours: 8867, further information: n/a. Investigation results: history inspection: the device history files were read out and analyzed. The customer specified no date as the date of the incident. The last therapy was analyzed. On (B)(6) 2024 at 13:52 a bd 50ml syringe was selected. The syringe was filled to approx. 37,6ml. Vtbi was set to 30ml. The therapy was started with a flow rate of 30ml/h at 13:55. The therapy was terminated by a pressure alarm at 14:15 (pressure level 3). 9.76ml were infused in total. At 14:57 the pump was set to standby mode by the user. No abnormalities can be found in the device history files. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. No visible damaged parts are to locate. Functional inspection: a functional test was performed. The device passes the self-test. A bd 50 ml syringe was inserted, and the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. Individual inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -0.09%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24. Disassembling: the device has been completely disassembled. There are no liquid residues to be seen, but it could be determined that the spindle of the drive has a lot of play and the housing of the drive is slightly warped. Judgment: the complaint could not be confirmed. Summing up all tests, the perfusor space operated within our specification. During disassembly, it was found that the housing of the drive is slightly warped and the spindle has a lot of play. Addition information: it is recommended to replace the drive.